Event description:
It was reported that the device went into backup vvi mode. Device was restored after a successful firmware download. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.